Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl. The insulin pump alarmed error. Customer stated insulin pump was not exposed to a high magnetic field. Customer reports they were able to clear the alarm. Customer states they are able to rewind the pump. The customer ate some cereal causing blood glucose to increase to 214 mg/dl. The insulin pump passed displacement test and self-test. The insulin pump will not be returned for analysis.